Event description:
The reporter stated that the surgeon inserted a visian icl (implantable collamer lens) model micl 12.6mm in 2008, and noticed on a post operative visit that the pt had developed a subcapsular cataract. The surgeon removed the lens at about 2 months later, and performed a cataract extraction and implanted a toric iol. The pt is over the recommended age for this type of lens.

Manufacturer narrative:
Evaluation method: results: a lens serial work order search was performed for similar complaints within the search and no similar complaints were found.